Event description:
The manufacturer received a voluntary medwatch (mw5107982) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a cough. Patient states machine is very loud. Doesn't sound right. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device has not been returned. The manufacturer was unable to gather additional information due to no patient contact information. At this time, no further investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.